Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic adenomyomectomy due to uterine adenomyoma, the suture was used to close the left abdominal wall incision. Four days after surgery, the patient experienced no discomfort, the incision healed well, and the patient was discharged. On the 56th day post-surgery, the patient noticed redness and swelling pain at the left abdominal wall incision site. On the morning 11 days later, she presented for evaluation. Examination revealed redness of about 0.5 centimeter (cm) at the umbilical incision, slight protrusion, and tenderness. Suture reaction was considered. After local anesthesia, the incision was opened, and the suture knot was removed. The wound was covered with sterile gauze, and the patient was advised to return for a follow-up in two days. At the follow-up visit 6 days later, the abdominal incision had healed well, with no redness, swelling, or pain.